Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting across several episodes and delivered an inappropriate shock due to the oversensing in one event. Technical services (ts) was contacted, and ts noted a morphology change. The s-ICD system remains in service. No adverse patient effects were reported.